Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for reading of hi. The expected fasting blood glucose test result range is 200 to 300mg/d. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017 a back to back blood test was performed non-fasting by the customer and produced test results of 550 and 546 mg/dl using true track meter. The test strip lot manufacturer's expiration date is 07/13/2019 and open vial date is 08/15/2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) (B)(6). Customer refused to go the hospital; she stated that she felt fine and that she would call md. She wanted to exercise and bring down her blood sugar. She continued to state that she had taken humalog and that it had not taken effect. Customer stated that she would call her md. She stated, this is normal for her to run very high. Customer stated that she had called because she thought that the meter was broken because it was giving different back to back numbers. Customer did two back to back tests with new strips that were kept appropriately; 550mg/dl and 546mg/dl. Customer stated, she always runs high and that she did not need medical attention. Customer did not experience symptoms.